Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was not solved by exchanging the two canisters and device. Doctors switched from treatment with npwt to treatment with wound dressings. There was no patient harm. There was no delay. Canisters will not be returned. The lot numbers used are as follows: 34505743, 36695225. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the devices used in treatment have not been returned for evaluation therefore we are unable to establish a relationship between the reported events and the devices therefore the root cause is undetermined at this time. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently, in this instance therapy will still be delivered. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the of the reported events and the reported event is currently being monitored with actions being taken to reduce instances of the reported event. The associated risk files contain the reported failure/harm or event. However, as no harm has been alleged then additional review is not required. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device.